Manufacturer narrative:
The MFR did not yet receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. With the info given so far, no further investigation is possible. The root cause for this event cannot be identified. Should add'l info including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that the plate broke while pt was getting in car.